Event description:
The patient fell on the ice and experienced suboptimal stimulation afterward. The hcp determined the lead was fractured confirmed with impedance measurements. The leads were replaced. The hcp reported the patient outcome as 'recovered without sequela'.

Manufacturer narrative:
Out of range impedance measurements, not specified.